Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted: (B)(6) 2007. 37711 pain stim ipg, implanted: unknown. 3550-39 adaptor, implanted: unknown. 3708120 extension x 2, implanted: unknown. 3777-60 lead x 2, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that increasing and high left ventricular (lv) lead thresholds were noted and that lead thresholds had been slightly fluctuating. The lv lead was reprogrammed and remains in use. It was also reported that potential far field r-wave (ffrw) oversensing was seen on the right atrial (ra) lead channel during recorded non-sustained ventricular tachycardia episodes however it could not be confirmed. No action was taken for the ra lead and the lead remains in use. No patient complications have been reported as a result of this event.